Manufacturer narrative:
E1: initial reporter postal code: 3934. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This was observed during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The leak was further described as ¿spilled solution out of the patient line¿. Renal therapy services (rts) assisted the patient in removing the cassette and ending the therapy session. Rts advised the patient to contact their nurse regarding the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.